Event description:
It was reported the instrument was used during an open hernia repair. It was reported the stapler was fired and jammed. A new stapler was pulled and worked fine. There was no consequence to the patient.

Manufacturer narrative:
H6; code 100: dry fired. Visual inspections and results: head rotates: yes. Nose shroud cracked/broken: yes. Staples in nose: 1 formed/2unformed. Staples in the track: yes. Trigger engaged with precock: yes. Functional tests and results: cycled instruments: yes. Analysis and conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple jammed in the cartridge nose and with 2 partially formed staples fired over the formed staple. The cartridge nose weld had yielded also, due to the staple jam in the cartridge nose. The jammed staples were removed from the cartridge nose. The instrument then cycled, fired, and properly formed 1 staple, and when cycled again, properly formed 3 staples at the same time due to the broken cartridge nose weld. No further functional testing due to the yielded nose weld. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.